Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral trial chipped when trying to dislocate ball and bipolar from stem.

Manufacturer narrative:
The femoral trial chipped when trying to dislocate ball and bipolar from stem. Examination of the returned device confirms the reported damage. The trial is fractured and gouged around the entire circumference of the hole. The root cause is misuse and wear out due to heavy use. A search of the complaints databases identified no other reports against the product/lot code combination. Corrective action is not indicated and the event is considered isolated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.